Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) for blood glucose (bg) values over 500 mg/dl. For treatment, the patient was given intravenous (IV) fluids, manual injections and zofran of 4 mg strength. The patient was vomiting, had a runny nose, lethargic and pain in their ear. The patient removed the pod and there was purulent discharge coming from the site. The pod was discarded.